Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not deliver rays intermittently. Analysis of the system log file showed few episodes of footswitch pressed but en-x inactive error. Onsite service was scheduled to replace the wired footswitch. No service has been performed by philips since the service was cancelled by customer stating that the issue was resolved internally. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is intermittently not delivering x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.